Event description:
Customer reported back check valve failure. Biomed was able to reproduce the reported event that the secondary infusion flowed into primary IV bag. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.